Event description:
While assessing the patient and performing cares, rn noticed a small leak/crack of the hummi tubing attached to the red port of the PICC line. The fluid was leaking where the tubing connects to the hard plastic on the hummi side of the tubing. Red port of the PICC line was clamped, new fluids were ordered from pharmacy, new tubing and fluid were hung with a new hummi attached. Nnp was notified of the leaking hummi. The hummi tubing was saved and passed onto the educators.